Event description:
The consumer reported that the patient the patient experienced a sudden loss or change of therapy a month back in (B)(6) 2016. When the patient got the implant it was working great, but lately went back to old habits, meaning the patient had more leakage. One time when making adjustments, the patient was knocked off the bed and their device gave a big shock like they were "plugged into the wall" for a minute. The shocking happened due to a sudden change about a month ago in (B)(6) 2016. The patient was instructed to change programs, but had not been able to change the program successfully about 3 days ago in (B)(6) 2016. It was reviewed how to position the antenna over the implantable neurostimulator (ins) and press the sync button, however the patient continued to see the poor communication message. The patient had a difficult time locating the ins site and used to be able to locate it more easily because it used to be a big lump that was pretty well gone now. Later that day, the patient's spouse couldn't change the amplitude when the changed the program for the patient. The patient was on program 2, which was the program they wanted, but they couldn't increase the amplitude. The patient's stimulation was off and they turned it back on. The patient's spouse was able to increase stimulation to 1.0v and the patient now felt stimulation. The patient was going to try this setting to see if this helped with their symptoms. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.